Event description:
Pt underwent cataract surgery on 07/14/97, and implantation of a staar model aa-4203vf intraocular lens. However, the dr stated that during lens insertion, the lens ejected too quickly, tearing the posterior capsule. The lens was removed, a vitrectomy was performed and a staar three-piece lens was implanted.